Event description:
In 2007, a fresenius optiflux p200nr, lot number 7ju405 was found to be leaking from the top "lid" portion of the unit. It was immediately recognized before any blood entered the unit. A new unit was connected. No pt harm occurred. This is the 4th time we have had a leak from a dialyzer. Three were from different lot numbers.